Event description:
No additional information received.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in catheter broke/separated after placement. It was reported by the customer that the inserting the diffusics catheter into patient and pulling out the needle that the catheter split in the patient. Verbatim: (B)(6) reported after inserting the diffusics catheter into patient and pulling out the needle that the catheter split in the patient (due to the pooling of blood underneath the skin. She did not re-insert the needle. (B)(6) said this happened several times and replaced the catheter. She decided to save the catheter and report it. She said it happened with both 20g and 22g diffusics.